Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was diaphoretic and felt ill. Her daughter contacted emergency medical services (ems). Ems arrived and checked the patient¿s bg which was 49 mg/dl; however, the cgm was 70 mg/dl. The patient was transported to the hospital, admitted to the intensive care unit (ICU) and release the following day. The medical intervention documented was oral percocet 10 mg/325mg. At the time of report, the patient was getting better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.